Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50 x 24 synergy¿ drug-eluting stent was advanced to the lesion with the use of a non-bsc guide catheter. However, during deployment, the balloon did not inflate and the stent was dislodged in the guiding catheter. The dislodged stent was then removed together with the guiding catheter and the procedure was completed by deploying another 2.50 x 24 synergy¿ stent with the use of a 5f non-bsc guide catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr, 2.5 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent was detached and separated from the delivery device and was stuck inside the 4fr st01 guide catheter. The stent was severely damaged with struts distorted and stretched. A visual examination of the balloon showed that positive pressure did not appear to be applied to the balloon as the balloon wings were folded. Solidified media resembling blood was noted inside the balloon which is consistent with a leak in the balloon. The balloon was inflated and a leak was noted at the proximal edge of the distal markerband. A review of the maximum stent profile was performed. The batch crimping records did not highlight any anomalies with the stent profile that could have contributed to balloon damage during the manufacturing process, with all parameters within the specified tolerance. Based on the complaint report and the analysis performed, there was no apparent damage or issues noted to the balloon wall no issues that could have potentially contributed to the complaint incident. A visual and tactile examination found several hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50 x 24 synergy¿ drug-eluting stent was advanced to the lesion with the use of a non-bsc guide catheter. However, during deployment, the balloon did not inflate and the stent was dislodged in the guiding catheter. The dislodged stent was then removed together with the guiding catheter and the procedure was completed by deploying another 2.50 x 24 synergy¿ stent with the use of a 5f non-bsc guide catheter. No patient complications were reported and the patient's status was good.